Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed instrument channel corrosion could not be determined, however, the issue was likely due to water leakage, insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of an abnormal image boarder. This issue does not indicate an MDR reportable event, however, a reportable malfunction was found during testing at the service center. During inspection of the device, corrosion was observed on the device instrument channel port, likely the result of degradation. There was no patient involvement, and no harm was reported as a result of the event.